Event description:
The facility's pharmacist reported to baxter (B)(4) that a uroline irrigation set had a rollerclamp that did not function correctly. This occurred before use. There is no report of patient involvement, patient injury, or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Evaluation summary: a sample was available for evaluation. A visual inspection was performed revealing no abnormalities. A functional gravity test was performed to check the roller clamp functionality, and no abnormalities were found. The reported condition was not confirmed. The root cause is not identified.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.